Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: grainy image and suction flow function failed. A root cause could not be identified. Based on the results of the investigation, it is likely the grainy image was caused due to a stress problem traced to component failure. The suction flow function likely failed due to a blockage and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope was not working and displaying errors (including error 226). There were no reports of patients¿ harm.